Manufacturer narrative:
Sections with additional information as of 30-dec-2020: h6: updated FDA's conclusion codes. H10: complaint product was not returned for investigation, product lot number provided expired, unable to perform retention testing, updated most likely underlying root cause from mlc-62: user had poor technique to mlc-012: product expired.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dizziness, lightheaded, nausea and feeling fatigue. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer¿s expiration date is 07/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.